Manufacturer narrative:
(B)(4): the keypad cover was returned torn and lifting over the up arrow keypad button, exposing the button contact. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. During testing, the contrast button and up arrow keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response; the ok and down arrow keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Event description:
The distributor contacted animas on (B)(6) 2012, alleging the up arrow, down arrow and ok keypad buttons were unresponsive to user input. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation of unresponsive keypad buttons that remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.